Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received reporting the error message "scan again in 10 minutes" for 2 hours or more with the adc device. The customer experienced dizziness and reportedly a laboratory blood glucose test result of 36 mg/dl was obtained. The customer was provided juice and 15 grams of sugar by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sensor plug was not returned. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. If the sensor plug is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received reporting the error message "scan again in 10 minutes" for 2 hours or more with the adc device. The customer experienced dizziness and reportedly a laboratory blood glucose test result of 36 mg/dl was obtained. The customer was provided juice and 15 grams of sugar by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not returned and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. The correction has been made here.

Event description:
A webform complaint was received reporting the error message "scan again in 10 minutes" for 2 hours or more with the adc device. The customer experienced dizziness and reportedly a laboratory blood glucose test result of 36 mg/dl was obtained. The customer was provided juice and 15 grams of sugar by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.